Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited noise. The lead was capped and replaced. The patient remained asymptomatic and was doing well post operation.